Event description:
It was reported that prior to the implant, while the lead was exercised on the table, the amount of turns needed to extend the helix was excessive and inconsistent. Once the lead was implanted, the r-wave measurements were inconsistent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The lead was received with the helix extended and bent.